Event description:
It was reported on behalf of the patient¿s spouse that the patient¿s blood glucose (bg) level reached over 400 mg/dl while wearing the pod for an unknown duration. When the pod was removed from the infusion site (arm), the needle had not retracted. This indicates a needle mechanism failure. There was a pod site reaction causing bleeding, redness, pain, and possibly a blister. When removing the pod, the needle was still in the cannula, it did not retract. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.